Event description:
A malfunction was reported on the customer's pump, and the issue could not be reset. It was unknown whether the malfunction impacted the customer's blood glucose level. Technical support planned to replace the pump and offered an out-of-warranty loaner pump to ensure insulin delivery was not interrupted. The customer agreed to send insurance card pictures and was advised about updated software and sensor usage instructions. Technical support confirmed shipping details and discussed the loaner pump agreement, leaving the case open for follow-up regarding completing the necessary forms.